Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the lead impedance was out of range. Upon examination of the lead, a small bubble was observed at the distal end of the lead.